Manufacturer narrative:
Insulin pump passed displacement test and self test. Insulin pump was tested with all buttons functioning properly. No corroded on keypad traces and stuck button noted during testing. The keypad connector was inspected and fully locked on lcd board. Insulin pump received with erased serial number label noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received stuck button alarm four times. Customer¿s blood glucose was 194 mg/dl. Customer stated that they did press a button down for 3 minutes or longer in the pocket. Troubleshooting was performed. The insulin pump will be returned for analysis.